Manufacturer narrative:
(B)(4).

Event description:
A pt's pump underwent multiple motor stalls and recoveries. "Motor stall" and "motor stall recovery" was confirmed via the event logs. The pump displayed "safe state," and the pump logs indicated "safe state" and "low battery reset". The last motor stall had occurred on (B)(6) 2010 at 22:40, with recovery at 23:15 (low battery reset, and pump in safe state occurred at 23:28). Replacement of the pump is scheduled for (B)(6), 2010. It was noted that this was the pt's third pump in ten years. The type of medication, concentration, and daily dose being administered by via the pump was not reported. Additional info has been requested, but was not available as of the date of this report.